Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle pulled-off (in the package/removal from package /during passage through tissue)? Could you please clarify how many devices present this issue (pull off suture needle)? What is the lot number? Received for analysis was product code (B)(4)/lot sbmcxt, however, the product code reported is code (B)(4). Please clarify. Events reported via: 2210968-2023-00356, 2210968-2023-00357, 2210968-2023-00358, 2210968-2023-00359, 2210968-2023-00361, 2210968-2023-00362, 2210968-2023-00374, 2210968-2023-00365, 2210968-2023-00367, 2210968-2023-00368, 2210968-2023-00368, 2210968-2023-00370, 2210968-2023-00371, 2210968-2023-00372, 2210968-2023-00373.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was reported by the distributor per account: ¿the thread popping off needle.¿ no injuries or adverse event was reported. No adverse patient consequences were reported. Additional information was requested.